Event description:
Caller reported intermittent occlusion alarms, leading to the customer's blood glucose (bg) level rising to 525 mg/dl. Elevated bg was addressed by manual insulin injection. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin delivery.